Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis.returned therapy cable passed safety, and eit. The reported condition could not be replicated. Will continue to trend for future occurrences.

Event description:
The patient is having "connect the plug to your monitor" alerts. They called in yesterday for the same issue and troubleshooting did clear it but only for a little while. Patient stated no visible damage to the cable and has made sure that it is fully inserted. Wcd role in the event is pending evaluation of to-be-returned device.